Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Beginning 2012 (B)(6), lv pace lead impedance measured greater than 3000 ohms. Analysis of the device memory indicated lead impedance out of range alert. Rv (right ventricular) lead integrity warning occurred 2012 (B)(6) for lv ring to rv coil impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that the left ventricular (lv) lead impedance was high. Lead programming was adjusted for both leads, and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).